Manufacturer narrative:
The customer¿s report of a lipids overinfusion was not confirmed. The pcu event log shows that the pump module was programmed at 1:34 pm on (B)(6) 2015 to infuse a custom concentration of fat emulsion 20%. The user entered 2.24gram for the drug amount and 11.2ml for the diluent volume, which makes the concentration 0.2gram/ml. The user entered 2.24kg for the patient weight, which makes the dose 1gram/kg. The rate was calculated to be 0.56ml/hr. At 1:52 pm, the user paused the pump module, and the device was then channeled off at 1:53 pm. The volume recorded as being infused during this period was 0.157ml. There were no air in line alarms as reported by the user. The event log shows that the user channeled off the device before the programmed infusion completed. The disposable set was inspected and tested; no anomalies were observed and no leaks occurred during functional testing. The pump module was received in overall good condition. The latch pivot screw was installed properly and did not interfere with door operation. The only anomaly noted was that the latch spring was not seated correctly and the latch did not stay open when the door was opened, and the door was difficult to close with a set installed. Functional testing found the pump module to be delivering fluid within specification. The device was opened for internal inspection; there were no signs of fluid ingress anywhere inside the device. The mechanism was found to be assembled correctly and in good working condition. The membrane frame was not a third party part. The root cause of the customer's experience was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 25ml lipid bag infused in 17 minutes instead of the intended 20 hours. The user feels the device was programmed correctly and the event log report that they ran confirmed that. The patient required additional lab tests and remained stable but required close monitoring. The customer provided a copy of their medwatch which stated "alaris pcu and lv module was used to program the intra lipid infusion for a rate of 0.6ml/hr to run over 20 hours for a total of 11.2 ml to be delivered. The bag contained 50 ml of medication and 26 ml needed to prime the tubing. Pump was programmed correctly to deliver 0.6ml/hr but 25 ml were delivered to the patient in approx 17 minutes. Overdelivery was evident. Pump showed that only 0.16 ml was to be delivered in that time frame. Additional labs were drawn for triglyceride levels, increased monitoring was initiated. Patient maintained on room air. Pump, lv module and tubing sequestered and sent back to the company for investigation."